Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: model: 5076-58, lead; implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were returned to the manufacturer after being explanted with no stated reason for removal or indication of a product performance issue. Both leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.